Event description:
A malfunction was reported on the pump by the caller, identified by a code, malf 12. The caller did not report any notable events leading up to the malfunction and declined to disclose whether the issue impacted their blood glucose levels. Technical support helped reset the pump, and the malfunction did not occur again. The customer was advised to continue using the pump, with instructions to contact support if the malfunction code appears again.